Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Therapy date device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No patient information available to reported. This report is for an unknown - nuts: spine /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown procedure to fix c2 for cervical fracture on (B)(6) 2018. During surgery, the screws were difficult to insert. The surgeon could not complete fastening the transconnector locking screws and set screw as they would come off when the driver is removed. There was a surgical delay of less than 30 minutes. The procedure was completed with the patient in stable condition. Concomitant device reported: unknown driver (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) nuts/bolts. This report is 1 of 1 for (B)(4).